Event description:
It was reported that during functional check, the cardiosave intra-aortic balloon pump (iabp) unit had expired items. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated field: b4, d9, e1 (site country), h6 (type of investigation, investigation findings, component code, investigation conclusions). It was reported that the cardiosave intra-aortic balloon pump (iabp) was malfunctioning. A getinge field service engineer (fse) evaluated the iabp unit and found that pump is due for pm. Fse resolved the issue by replacing the d202-00-0140 safety disk drive side, d202-00-0142 tidal volume disk, d146-00-0097 battery pack li-ion, d146-00-0146 primary 9v battery alkaline. The fse performed functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service.